Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication got disappeared from patient list. A technical support specialist identified that the occurrences were set to 10, which caused the orders to fall off the profile, the tss reviewed the issue with the pharmacy, and they requested that the occurrences be increased to 9999, ensuring the orders remained on the profile as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower medication disappeared from patient list, three medications phenobarb, haloperidol, and hydromorphone have been removed from the list in which two medication phenobarb and hydromorphone were in closed order section and haloperidol didn't show in the list at all the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.